Event description:
On (B)(6) 2022, fresenius became aware this (B)(6) female patient with peritoneal dialysis (pd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to excess fluid, shortness of breath (dyspnea), and unspecified discomfort on (B)(6) 2022. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2022 with complaints of dyspnea and unspecified discomfort. Radiological testing diagnosed the patient with bacterial pneumonia (reported cause of dyspnea/discomfort) and was treated with oral levaquin (dosage not provided). The patient was discharged home on (B)(6) 2022 and is recovering from the events. The pdrn stated the patient was not fluid overloaded, however they were hypervolemic (lower extremity edema). The pdrn was unable to establish causality for the hypervolemia and edema, suggesting the patient¿s liberty select cycler could have caused or contributed to the serious adverse events. Additionally, the ccpd treatment performed by the patient (via replacement cycler) on (B)(6) 2022 occurred without issue. The patient is reportedly recovering from the events, and their pd prescription has been modified to include a 4.25% solution.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of pneumonia (characterized by dyspnea and discomfort) and hypervolemia (characterized by lower extremity edema), which required hospitalization, antibiotic therapy, and a change in pd orders. Per the peritoneal dialysis registered nurse (pdrn), there is insufficient data to state the liberty select cycler did not cause/contribute to the serious adverse events. Hypervolemia is a well-known potential complication of the end stage renal dialysis (esrd) process. Causality can often be attributed to several different internal and external factors such as, physiological changes, mechanical issues, membrane/transport failure, non-compliance. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal/contributory role in the patient¿s cardiac arrest and subsequent death. There is no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having caused/contributed to the serious adverse events. However, given the pdrn¿s statement regarding the cycler, and no treatment records to review, this clinical investigation cannot disassociate the device from the serious adverse events.

Event description:
On 16/may/2022, fresenius became aware this 32-year-old female patient with peritoneal dialysis (pd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to excess fluid, shortness of breath (dyspnea), and unspecified discomfort on (B)(6) 2022. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2022 with complaints of dyspnea and unspecified discomfort. Radiological testing diagnosed the patient with bacterial pneumonia (reported cause of dyspnea/discomfort) and was treated with oral levaquin (dosage not provided). The patient was discharged home on (B)(6) 2022 and is recovering from the events. The pdrn stated the patient was not fluid overloaded, however they were hypervolemic (lower extremity edema). The pdrn was unable to establish causality for the hypervolemia and edema, suggesting the patient¿s liberty select cycler could have caused or contributed to the serious adverse events. Additionally, the ccpd treatment performed by the patient (via replacement cycler) on (B)(6) 2022 occurred without issue. The patient is reportedly recovering from the events, and their pd prescription has been modified to include a 4.25% solution.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An as-received 9200ml treatment-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. Clamped the patient line during drain phase of cycle 1 and received a drain complication alarm. This shows that the cycler will properly alarm when a drain problem occurs. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.